Manufacturer narrative:
(B)(4).

Event description:
The pt felt no stimulation sensation. The implantable neurostimulator was charged. The pt was seen in clinic by her hcp. The pt was experiencing overstimulation sensation. She felt shock-like sensation event with spinal cord stimulation off. Multiple attempts were made to reprogram the device. It was unclear if the problem could be attributed to the implanted devices. The hcp planned to explant the system.